Event description:
Following a difficult ptca/stent intervention procedure, an angio=seal device was placed and hemostasis was successfully achieved; however, two days later the pt presented with a pseudoaneurysm. It is important to note that this pt's procedure required multiple catheter exchanges with heavy torqueing through the sheath. As a result, bleeding and a hematoma were noted aroung the sheath during the procedure, and the hematoma remained present at the time of the angio-seal deployment. The pt was taken to the floor with a c-clamp overnight as cautionary step, due to the difficlut intervention. The pt was discharged two days following the procedure, however, he returned that evening complaining of a "sting" in his groin area. At that time, a pseudoaneurysm was diagnosed. The next day (6/13/97), the pt had ultrasound guided compression which resolved the pseudoaneurysm, and the pt was discharged with no sequelae.